Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, device return and additional information has been requested for this complaint but has not become available. The device part details were not received for investigation, therefore manufacturing record review and full assessment of the reported event cannot be performed. No medical documentation or information was provided for investigation. The reported event cannot be assessed and a thorough medical assessment cannot be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient¿s particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the acetabular cup, hemi head and modular sleeve were removed. The stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the cup, hemi head and sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the cup and hemi head. Similar complaints have been identified for the modular sleeve and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. The reported pain, elevated cobalt and chromium levels along with radiological findings of bilateral hip effusion and lysis of the right acetabulum as well as intraoperative findings of tan-appearing tissue along the joint capsule, corrosion along the trunnion and erosion surrounding the acetabulum may be consistent with findings of metal debris, trunnionosis as well as pseudotumor. However, without the supporting imaging, and/or the analysis of the explanted components, the root cause of the metal debris, trunnionosis and pseudotumor cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery of the left hip was performed due to unknown reasons. Bilateral patient, there's no report of any malfunction or serious injury for left side.